Manufacturer narrative:
D2b. Medical device type: jka. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670, k231373. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) plus blood collection tubes, the tube underfilled while being drawn from the patients' port. The nurse then performed a syringe draw with a different transport device to fill the tube. Once the tube was filled it exploded on the tray. No adverse impact, injury, or exposure was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. Functional tests were conducted on 20 retained samples, with all tubes drawing within specification. Additionally, 100 retained samples were visually inspected, and no broken tubes were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: broken/leaking and underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) plus blood collection tubes, the tube underfilled while being drawn from the patients' port. The nurse then performed a syringe draw with a different transport device to fill the tube. Once the tube was filled it exploded on the tray. No adverse impact, injury, or exposure was reported regarding the patient or user.